Event description:
Evaluation summary: the proximal balloon was found burst. The shape of the balloon burst was deformed, due to an excessive and quick inflation. The distal balloon was also deformed. The distal balloon was inflated by inserting a needle to the distal inflation line close to the proximal balloon and the shape of the inflated balloon was deformed and overstretched.

Manufacturer narrative:
Results, conclusion: based on the information available no root cause can be determined, evaluation of device in progress. (B)(4).

Manufacturer narrative:
Evaluation results: failure to follow instructions (balloons were over inflated). Evaluation conclusion: failure to follow instructions (balloons were over inflated). (B)(4).

Event description:
Physician was attempting to use the mo.ma ultra cerebral protection device to treat a lesion in the carotid artery reported to have 75% stenosis in the cca and 75% stenosis in the eca. It was reported that the distal balloon could be inflated in the lesion site and the proximal balloon could not be inflated completely. The device did not block blood flow. Physician then removed the device. The physician used umbrella to complete the procedure. There was no injury to patient reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.